Event description:
After a left mastectomy in 11.94, the pt had the port placed for chemotherapy. On 12/5/95, an x-ray indicated that a catheter fragment was lying between the atrium and right ventricle. An attempt to remove it at the user facility was unsuccessful.